Event description:
The physician achieved closure using the closer tsl 6 fr. Device following a diagnostic catheterization in 2001. The pt was discharged without complications. The pt returned 3 days later for ptca was subsequently sent to the unit with a sheath in place. No groin complications were noted and patient was discharged from the second procedure. The pt complained of pain in the right groin four hours post discharge. Six days later, an ultrasound was performed and was found to be negative for fluid. The next day, bleeding at the site was noted and patient was admitted the following day with fever, swelling and pus. Blood cultures were positive for mrsa (methicillin resistant staphylococcus aureus) and pt was given the following antibiotics: amoxicillin, rocephin, and cipro. The right groin hematoma was evacuated in the next month. The perclose suture from the diagnostic cath from the event date was removed and the arteriotomy was repaired with bovine pericardium. On a later date, a groshong catheter was inserted. The pt was discharged 1 week later on vancomycin for 4 weeks. The catheter was removed 1 month post discharge and pt recovered without further complications.